Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported and observed failure is user error. This includes misaligned insertion and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 11/10/2025, it was reported by a sales representative via (B)(4) that an ar-11890 birdbeak broke upon insertion in the bicep. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.